Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2021-26682. Related manufacturing reference number: 2017865-2021-26684. Related manufacturing reference number: 2017865-2021-26686. It was reported that the patient presented with a pocket infection one week post implant. There is no known allegation from a health professional that suggests the infection was related to the implantable cardioverter defibrillator system. The implantable cardioverter defibrillator, right ventricular, right atrial, and left ventricular leads were explanted and replaced. The patient was in stable condition.